Manufacturer narrative:
Since this incident occurred during the surgery the detachment of the parts from the tapered joint can cause serious injury to the patient. Therefore this complaint is concluded as reportable. This laser probe has capillary that is broken, we can not investigate the product. (B)(4). All available information has been provided. This complaint has now been closed.

Event description:
A report has been received from (B)(6). We received a complaint where the parts came off from the tapered joint. We would appreciate it if you could investigate. It was reported that the tip was broken. There is no further information.